Manufacturer narrative:
Citation: kogon b., et al. A novel technique of coronary reconstruction during complex aortic root replacement. J heart valve dis. 2010 jul;19(4):536-9. Pmid: 20845904. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of congenital aortic stenosis who underwent aortic valve replacement (avr) and right ventricular outflow tract (rvot) reconstruction at age three years. At age 15 years, re-do avr was performed with implantation of a 27-mm medtronic freestyle aortic root bioprosthesis (no serial number was provided). The patient was later hospitalized with dehiscence and heavy calcification of the freestyle bioprosthesis, which resulted in severe aortic insufficiency. The patient underwent another re-do avr using a non-medtronic mechanical valved conduit along with reconstruction of the coronary arteries and rvot replacement with a 22-mm medtronic contegra bioprosthetic valved conduit. No additional adverse patient effects or product performance issues were reported.